Manufacturer narrative:
Additional information received: product lot number received. Additionally, no vessel or target lesion characteristic information is available. The ivc filter was removed by the physician by cutting the sheath. The same ivc filter was implanted by using another sheath prior to the patient¿s surgery. There was some reported difficulty obtaining vascular access at the entrance of the common femoral vein. There was no further noted after the procedure. The patient had the scheduled prosthesis surgery and was discharged home without any reported problem. The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during implantation of an optease inferior vena cava (ivc) filter, the filter tore the catheter sheath introducer and iliac vein causing (unspecified) patient injury. Multiple attempts to clarify the event and the status of the patient were unsuccessful. A review of the manufacturing records could not be conducted without a lot number. The IFU instructs to slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. When filter is passing an acute bend inside the sheath due to vessel tortuosity, the barbs in the filter have the potential to stick out resulting in resistance/friction advancing the filter through the sheath. If force is applied, the barbs have the potential to perforate the sheath. The IFU lists perforation of the vessel wall and/or intimal tear as possible procedure complications. Based on the limited procedural information provided regarding filter placement, it is not possible to determine what procedural factors may have contributed to the events reported. However, vessel characteristics are most likely contributing factors. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The report received from the affiliate indicated that during implantation of an optease inferior vena cava (ivc) filter, the filter got stuck and punctured the catheter sheath introducer resulting in a ¿millimetric¿ dissection of the iliac vein. The physician experienced difficulty obtaining vascular access at the entrance of the common femoral vein. No vessel or target lesion characteristic information is available. The ivc filter was removed by the physician by cutting the sheath. The same ivc filter was implanted by using another sheath. The patient had the scheduled prosthesis surgery successfully and was discharged without any problems. Two pictures showing the sheath introducer inserted in the groin pointing at the punctured area in the sheath were received. The device was not returned for investigation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU lists intimal tear as a possible procedure complication. The IFU instructs to slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. When filter is passing an acute bend inside the sheath due to vessel tortuosity, the barbs in the filter have the potential to stick out resulting in the inability to advance the filter through the sheath. If force is applied, the barbs have the potential to perforate the sheath potentially damaging the vessel wall. Based on the information available for review, vessel characteristics and procedural factors are likely contributing factors to the events reported. Without the return of the device for analysis and without procedural films to assess the patient¿s anatomy, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The report received from the affiliate indicated that during implantation of an optease inferior vena cava (ivc) filter, the filter tore the catheter sheath introducer and iliac vein causing (unspecified) patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that during the procedure, the filter that came with the introducer stuck in the introducer and created a hole in the introducer. This caused a millimetric dissection on the iliac vein. The physician experienced difficulty at the entrance of common femoral vein. The physician did not fallow the extravasations during the procedure and afterwards. The patient had prosthesis surgery and was discharged without any problem. The patient did not have any complaint afterwards. The dsa images were not clear. No additional images are available at present. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.